Event description:
Customer reported set leaked in the tubing directly below the accuslide. No patient harm was reported. No additional information was available.

Manufacturer narrative:
(B)(4). The facility reported the set was discarded. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.